Manufacturer narrative:
Conclusion - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2013 due to the fact abbott medical optics (amo) became aware on (B)(6) 2013 of the patient's loss of bcva and haze. The condition of the system (since the time of the event) will make the evaluation impossible. The clinic reported this event only and did not request field service or clinical support.

Manufacturer narrative:
(B)(4). Date received by manufacturer - 01/25/2013. (B)(4): placeholder.

Event description:
Customer reported a corneal abrasion left eye (os) during treatment secondary to flap lift complications on (B)(6) 2013. Uncorrected visual acuity (ucva) on (B)(6) 2013 was 20/25-2 right eye (od) and 20/100 os. On (B)(6) 2013, patient follow up information was received. This case has not required surgical intervention. Pre-op best corrected visual acuity (bcva) was 20/20 od, 20/20 os and 20/20 both eyes (ou). Post-op bcva on (B)(6) 2013 was 20/30 od, 20/50-1 os and 20/25-1 ou. The abrasion was healed by the 1 week post op. The patient is currently dealing with some haze. The customer prescribed a steroid taper.